Event description:
The operative report states that the pt is 10 years post primary and was revised for a failed patellar component; left knee. The pt is now 76 years old and problems were noticed mid 7/1999. He was found to have sheared the poly lugs between the dome and the patellar component. Some wear of the tibial insert was noted.